Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed there was malfunction with the front hard drive light does not activate, and host pc failure. The fse replaced host pc. After the replacement of host pc, system was in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not starting. The system was not in clinical use. There was no reported patient or user harm. The investigation is ongoing. A follow up report will be submitted when further information is received.